Event description:
As reported: patient was smoking on his porch with his nasal cannula on and o2 concentrator running. Patient's cigarette caused the o2 to ignite resulting in burns to the patient's mouth, hand, nose and nasal passage. Patient was educated at every visit on oxygen safety and was given training materials including a video and a handout.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire customer service is attempting to obtain the unit serial number, additional information, and return of the unit to caire's ball ground, ga facility. Three attempts have been made. An updated report will be submitted if additional information becomes available.